Manufacturer narrative:
H3: product analysis of part # 5484318 ; lot # pr11g005 visual inspection confirmed one of the rod grippers has broken. The damage to the gripper appears to be from bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was scoliosis. It was reported that, the rod was grasped and manipulated using the corresponding product, but it broke during the operation. Procedure/technique performed was posterior lumbar fusion. There were no patient symptoms reported, no fragment of broken holder left inside patient body. No additional treatment or surgery performed as a result. No further complications reported.